Event description:
The customer stated that he was hospitalized due to low blood glucose levels. The customer wears the sensor, and stated that he has had repeated sensor error and weak signal alarms. The customer was very frustrated, and stated that he would like a replacement transmitter. Troubleshooting was performed, and there was no signal. Transferred the customer to order a new transmitter. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see also MFR. Report number 2032227-2013-04609.